Event description:
The customer was admitted to the hospital for high bgs. It was stated that bgs were high the day before their hospitalization and still are high. Troubleshooting was performed. The lead screw did not rotate completely. The customer also indicated that they did not have a manual injection and probably would go back to the emergency room to treat bgs.